Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is estimated to be "8yk" or "8zk" based on the product delivery date. The manufacturing records of "8yk" and "8zk" were reviewed and found no irregularities. Based on the similar cases in the past, it is likely that the device was incarcerated because of the hardness or shape of the target calculus. The instruction manual of the device has already warned as follows; do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. In the procedure, the user tried to crush the calculus with the subject device, but the subject device was incarcerated. The user crushed the calculus and released the calculus with another device. The intended procedure was completed. The user reported that the calculus of the patient was hard. This is the report regarding the incarceration of the calculus.